Event description:
It was reported to gore that the patient underwent a laparoscopic ventral hernia repair with gore dualmesh biomaterial on (B)(6), 2011. Approximately one week later the patient presented with a slightly elevated wbc, abdominal tenderness and was administered antibiotics. Approximately two weeks post-op the implanting physician aspirated a seroma. Culture results were negative. The patient remained in the hospital and was treated with antibiotics until discharged on (B)(6), 2011. The patient presented to the emergency room with shortness of breath on (B)(6), 2011. On (B)(6), 2011 500 cc of pus was aspirated from the abdomen. The gore dualmesh biomaterial was removed. During the procedure the surgeon found that there were two enterotomies, one at the hepatic flexure and one located to the left of the hernia. The surgeon was unable to repair the hernia. Drains were place at the hernia site and at both enterotomies. The enterotomies will be closed and the hernia will be repaired in approximately one year.

Manufacturer narrative:
Method: a review of quality records have been performed. Results: the review of the quality records verified that this lot met all pre-release specifications. A review of the manufacturing and sterilization records verified that the device lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The potential for such an event is addressed in the adverse reactions section of the instructions for use, stating, "adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. All available information has been placed on file for use in tracking, trending and follow up. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.